Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced tubing detachment and leaking issues with two (2) infusion sets on (B)(6) 2025 and one (1) infusion set on (B)(6) 2025. The tubing got detached from the connector. The infusion set was in use for less than 24 hours. The blood glucose(bg) level exceeded 500 mg/dl and the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.